Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. This is a (B)(4) complaint, however the part was received but date is unknown. The manufacturing evaluation report the problem to be confirmed; the device was tested and would not engage when power was applied. The unit exhibited damage that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. The device history report states that the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported on (B)(4) 2012 during an acl reconstruction procedure, the battery was found not to be holding a charge. There was no patient or user injury and no delays in the surgery reported. This is 1 of 1 reported for (B)(4).